Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer was seen at the 15 year follow up of the (B)(4) clinical study and reported acetabular protrusion, although this is not symptomatic. When the patient goes uphill this sometimes clicks.

Manufacturer narrative:
Additional information: the subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. An event regarding loosening and cup protrusio involving an exeter shell was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was performed and concluded "no evidence is available to suggest that device-related factors have played a role and as such this pi case is not device-related. Acetabular floor destroyed during reaming of primary arthroplasty with protrusio cup deformity leading to limited fixation potential for cup and gradually progressive loosening. The associated impingement caused the reported clicking." -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded "acetabular floor destroyed during reaming of primary arthroplasty with protrusio cup deformity leading to limited fixation potential for cup and gradually progressive loosening" further to this the clinician did not indicate any evidence of a device related issue. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The customer was seen at the 15 year follow up of the (B)(6) clinical study and reported acetabular protrusion, although this is not symptomatic. When the patient goes uphill this sometimes clicks.